Event description:
The fe reported a cine risk error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical cine functions. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.